Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her 12-year-old male child patient faced a bent cannula, and he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2024 the patient first went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and high blood glucose of 530 mg/dl approximately. He had ketone level which the healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for 2-3 days and the site location was his abdomen. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On the same day ((B)(6) 2024), the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.